Event description:
A non health care professional reported that after implanting the iol they saw what appeared to be a small crack or blemish on the periphery of a lens, that was near the haptic optic junction and not near the center of the optic. They felt that it was safe and reasonable to leave in the eye and to document the case.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).